Manufacturer narrative:
The insulin pump was received with no button error alarm noted. The pump had no button response on up arrow button due to corroded keypad traces. No unexpected number ramping noted. The pump had cracked display window, cracked case at display window corner (upper right, lower left and lower right corners) and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 131 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.